Event description:
The customer reported via phone call that they received an insulin flow blocked alarm. Troubleshooting for insulin flow blocked alarm was performed. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they were reporting a past event. The customer stated that they resolved the issue by changing the infusion set and reservoir. The customer did not have the product to return. The product will not be returned for analysis.